Event description:
It was reported that a patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Patient was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l5s1size with pedicle screws at l5 and s1. Patient was also implanted with click-x for supplemental fixation. The patient experienced pain for 60 months. Surgery date was (b)(5) 2005 and postoperatively patient experienced dural tear, requiring repair of dural tear. This is 1 of 15 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in the report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.